Event description:
It was reported the patient's ipg stopped working about a year ago. The patient states it would not charge. The patient did not inform anyone of this issue and she has not charged her ipg since. The patient does have stimulation. It is undetermined whether her ipg is operable or not. The patient was advised to contact her physician regarding the issue.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.